Manufacturer narrative:
The part numbers and lot numbers are unk; therefore the mfg records could not be reviewed. No devices or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided.

Event description:
It was reported by the pt's legal counsel that the tm on rod was revised to a total hip. The surgery was completed successfully with no issues.